Event description:
According to the customer, several patients reported urinary tract infections after treatment. Despite proper disinfection and correct reprocessing, the customer noted that the device repeatedly showed microbiological abnormalities with evidence of bacterial contamination. Since a device-related infection cannot be excluded and the issue has occurred repeatedly, the event is deemed reportable. Since several events were reported, the following three cases were linked to one another: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Cross reference MDR: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Cross reference MDR: 1221826-2026-00631; 9610617-2026-00627.